Event description:
Dealer stated that a weld for the back rest on a rvl manual wheelchair has broken.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.